Event description:
On (B)(6) 2025 the reporter stated that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) level of 33 mg/dl. Ems treated the user on scene with a glucose injection; the user declined transport to the hospital and remained on insulin pump therapy. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.